Event description:
It was reported that the geometric integrity checks built into truebeam are effectively bypassed by changes made to plan data in (B)(4). These changes prevent truebeam from detecting plans with inconsistent geometric data and therefore create the possibility of incorrect pt positioning if these plans are loaded into truebeam. There was no mistreatment reported as a result of this issue based on the available info.

Manufacturer narrative:
Additional information: it was reported from varian that during an internal truebeam/mosaiq compatibility testing, it was found that the following additional checks were introduced in truebeam 2.0: patient orientation check, paired imaging check, field alignment check. These checks interpret information available in reference drr's produced by a treatment planning system. Where data is not available, e.g. Classic simulation, images will be exempted and classic dependence on user verification continues to be required. Currently, mosaiq does not provide information with the images that truebeam is looking for; therefore, these checks are partially disabled when use with mosaiq. There was no actual mistreatment resulted from this issue with respect to mosaiq. The investigation was completed by conducting a thorough review of the incident from the information provided, and evaluation of the product. The issue reported is not attributable to the product. Mosaiq is working as designed and intended. There are mitigations within the current design of mosaiq that would prevent this issue to become a potential for mistreatment. Additional device information: added software version number.